Manufacturer narrative:
The date of incident was updated. The consumer was not wearing his lap belt at the time fo the alleged incident. A pride representative evaluated the device. The pride representative reprogrammed the turning and forward speed down. The pride representative also tightened the arms and swing-away joystick. The device is working properly.

Event description:
Consumer claims he was helping his wife and the chair sped up all by itself and he fell out of it.

Manufacturer narrative:
The date of incident has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer claims he was helping his wife and the chair sped up all by itself and he fell out of it.